Manufacturer narrative:
(B)(4). A follow-up emdr will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6) 2010. Baxter continues to support the product in (B)(4) region and will do so until parts remain available. Baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Event description:
The facility representative contacted baxter to report a flogard infusion pump that "every time indicate air." A false air in line alarm occurred. The event occurred upon power up in the medicine area. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.